Event description:
Customer reported the system will not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the technique processor should be replaced. Customer will order parts and repair through a 3rd party.